Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from the replacement line of a prismaflex m100 set during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h6, h11. H11: the device was received for evaluation. Visual inspection of the actual sample showed that the replacement post pump line was disconnected from the y connector, which allowed the reported leakage. A non-homogenous mark of solvent was visible on the tubing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the tubing disconnection was determined to be related to the manufacturing assembly process, specifically the inadequate volume of solvent applied to the set during production. Should additional relevant information become available, a supplemental report will be submitted.